Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor recorded multiple asystole and bradycardia episodes due to under-sensing of r-waves. The patient would continue to be monitored. The patient was in stable condition.